Manufacturer narrative:
Device passed the self test. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, device received with a high sleep current measurement test and active current measurement test due to moisture damage electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and crack on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.